Manufacturer narrative:
This is a duplicate of emdr # 218950-2018-05705.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has its power module damaged. There was no reported patient involvement/adverse patient impact.